Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-(B)(4) and CAPA-010215.

Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 1/22/2019. Device returned to manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. The complaint unit was received in its original packaging. The plunger was observed in a fully advanced position and lock. The cartridge was correctly engaged into the device. No assembly error and/or defect related to manufacturing process were observed. Visual inspection at microscope magnification was performed. Lubricant material residue were observed in the cartridge tip. The lens was received out of the device. It was cut and one of the haptics was missing. The missing haptic was observed stuck in the cartridge tip. The reported uncontrolled delivery could not be verified; however, based on the information provided this is a known issue and there is no indication of product quality deficiency. Manufacturing record review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specifications. The search revealed that no additional complaint was received from this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Lens was removed/replaced in the initial surgery. (B)(4). Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
It was reported that a pcb00 preloaded intraocular lens was inserted into the eye, and then was removed and replaced in the same procedure requiring incision enlargement. The patient moved during insertion of the lens and the lens was too far ejected to continue, so the lens was removed and a new lens was inserted. There was no patient injury. No further information provided.

Manufacturer narrative:
Device available for evaluation; returned to manufacturer on: 1/22/2019. Device evaluation: the product was returned to the manufacturing site for evaluation. The complaint unit was received in its original packaging. The plunger was observed in a fully advanced position and lock. The cartridge was correctly engaged into the device. No assembly error and/or defect related to manufacturing process were observed. Visual inspection at microscope magnification was performed. Lubricant material residues were observed in the cartridge tip. There lens was received out of the device. It was cut and one of the haptic was missing. The missing haptic was observed stuck in the cartridge tip. The reported uncontrolled delivery could not be verified; however, based on the information provided this is a known issue and there is no indication of product quality deficiency. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.